Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding defective insulin pump from the attorney of the family. The information received on april 27, 2021 stated insulin pump repeatedly malfunctioned and failed to deliver the correct dose of insulin to him, causing hypoglycemic from minimed 670g insulin pump. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for analysis.